Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded the issue. There was no report on whether the malfunction impacted the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process, successfully resolving the issue as the malfunction did not recur, allowing the customer to continue using the pump.